Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with meropenem injection (1gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. A day after the event onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.